Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained on analyzer. Visually the cartridges read negative. Samples were re-tested and results were negative. Confirmation testing was performed using a pcr test method, however, results have not been obtained. Eua #: (B)(4). The following information was provided by the initial reporter: false positive by the instrument for a cartridge without a visible positive indication. We had an issue with veritor covid results that visually seemed completely negative (only one line) but the analyzer interpreted them as positives, then when they were checked by pcr they found negatives. These two incidents happened to our customer which tested kids for covid-19 with the veritor according to the instructions. The customer also mentioned that he put the test devices also in different veritor analyzer and he got the some results. After that he re-tested these two kids, and in the second time they found negatives. The pcr tests were collected by different persons and were sent to two different labs.

Manufacturer narrative:
Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. No returns were received to investigate. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA#(B)(4)) was initiated to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained on analyzer. Visually the cartridges read negative. Samples were re-tested and results were negative. Confirmation testing was performed using a pcr test method, however, results have not been obtained. Eua # (B)(4). The following information was provided by the initial reporter: false positive by the instrument for a cartridge without a visible positive indication. We had an issue with veritor covid results that visually seemed completely negative (only one line) but the analyzer interpreted them as positives, then when they were checked by pcr they found negatives. These two incidents happened to our customer which tested kids for covid-19 with the veritor according to the instructions. The customer also mentioned that he put the test devices also in different veritor analyzer and he got the some results. After that he re-tested these two kids, and in the second time they found negatives. The pcr tests were collected by different persons and were sent to two different labs.